Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and intermittent loss of capture. It was noted that the patient felt fatigue and is pacing dependent. This lead was capped and replaced with a new rv lead. No additional adverse patient effects were reported.